Manufacturer narrative:
(B)(4). Additional h6 device code: 1069. A manufacturing record evaluation was performed for the finished device am2751 number, and no non-conformances were identified. Additional information was requested and the following was obtained: do you confirm that a suture unit frayed and a suture broke during this lipoma resection procedure? Yes affirmative. How many frayed sutures during use in this single procedure? Initially 1. How many sutures were broken in this single procedure? In total there were (B)(4) units. Note: event related to suture fray and suture broke reported via mw; additional suture breakage events reported via mw 2210968-2020-01491, 2210968-2020-02423, 2210968-2020-02424, 2210968-2020-02425, 2210968-2020-02426, 2210968-2020-02427, 2210968-2020-02428, 2210968-2020-02429 and 2210968-2020-02430.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain more additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please confirm that one suture unit was frayed and one suture broke during this lipoma resection procedure? How many sutures frayed during use in this single procedure? How many sutures broke in this single procedure? Additional information was requested, and the following was obtained: did the sutures appear frayed before using them in this procedure? - no. How many? - 1 unit. Was any suture undone by not breaking during use in the patient in this procedure? - yes how many? - 1 unit. How many sutures were broken in this procedure? 1 unit. How was the case completed? - another lot was used. Device return status - does not apply as the product was discarded. The suture breakage event in the same surgery was submitted via medwatch report 2210968-2020-01491.

Event description:
It was reported that a patient underwent a resection of lipoma surgery on (B)(6) 2020 and the suture was used. During the procedure, the suture was fraying. It was also reported that the suture was undone by not breaking during use in the patient in this procedure. There were no adverse patient consequences reported.